Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary:one x-port isp with 8fr groshong was returned for evaluation. Visual and microscopic inspection identified a crack 1.2cm from the port body. The crack characteristics did not point to one specific failure, so the investigation is confirmed for the alleged subcutaneous leak without embolism.the location and shape of the split suggest that this split may be due to catheter - cathlock interaction, however, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that allegedly the patient fell and leakage began at the port site. It was reported that there was a subcutaneous break. The catheter and port were removed. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that allegedly the patient fell and leakage began at the port site. It was reported that there was a subcutaneous break. The catheter and port were removed. There was no reported patient injury.